Event description:
The patient experienced shocking/jolting down both legs. Movement did cause stimulation changes. There was no known related accident or incident. X-rays appeared to be fine. Impedances were not normal; electrodes 1 and 3 were open circuits. Programming using 0 and 2 was working for the patient. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).